Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had no power anomaly. The mother states the battery cap would not be removed and was stripped. The mother states the pump lost its power. The customer's blood glucose level at the time of incident was 595mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out.